Event description:
End user reported denuded skin at 6 o'clock position and redness under all of tape border and mass.

Manufacturer narrative:
Based on the available info the event of "denuded skin" under the product is deemed serious injury. The end user stated he has been using product since 1999 and has had this skin issue for 1-2 years. He currently uses contact cement and 2 inch tape along with skin barrier. Instructions for layering stomahesive powder, barrier wipes and discontinuance of contact cement was discussed with end user. User was referred to (B)(4) website for additional info. Samples to be sent to user. From a clinical perspective, a causal relationship between the sur-fit natura 2 pc-stomahesive convex wafer and this event is deemed possible because product user is temporally associated with the skin where the problem occurred. No additional pt/event details have been provided to date. Should additional info becomes available a follow-up report will be submitted. Reported to the FDA on (B)(4) 2013. Note: the actual date of event ) is unk, so the date used was the date convatec became aware.